Manufacturer narrative:
MFR's report date: 08/31/2011. (B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Nurse noted puddle on the floor and found set leaking from the area where tubing meets the bottom of the pressure sensing disc (distal side of disc). There was no pt harm or medical intervention required. Although requested, no further pt or event info provided.